Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). Pre-dilatation was performed and the 2.75x48 mm xience xpedition was implanted. After implantation a dissection was noted. A graftmaster covered stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.